Event description:
It was reported that an ilet user performing a supply change and accidentally selected the option to fill tubing and encountered difficulty proceeding, after which a support agent guided the user to confirm drops were seen, indicate no new infusion set was needed, restart the supply change, and complete the remaining steps. There were no reported adverse clinical effects. Outcomes included successful resumption of insulin delivery with no alerts or alarms and no medical care required. Investigation included remote troubleshooting and user education on correct supply change steps. Investigation of this case revealed user performance error during the supply change process, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.